Event description:
This is a case report received through baxter (B)(4) on (B)(6) 2012 from a homechoice patient (hp). During a call regarding an unrelated issue the hp stated that they had a hernia. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(4) 2012 for additional information. The pdrn stated that she believed that the hernia may be related to pd therapy because of the pressure the fluid exerts onto abdomen. Additional information was received from the pdrn on (B)(6) 2012. The hernia is an inguinal hernia and the hp will undergo surgical repair of the hernia this week.

Manufacturer narrative:
(B)(4). A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.